Event description:
Accure was notified by a provider that a patient exhibited blistering within 12 hours after treatment. At the follow up visit, about three weeks later, the patient presented with scarring. The provider at the time of treatment prescribed the patient oral and topical antibiotics, and topical steroid, and at the follow-up visit restarted retinoid treatments.

Manufacturer narrative:
A service technician visited the site and found one of four treatment locations was delivering higher than expected power. The region of interest (roi) #4 was out of position and had to be corrected. Roi misalignment was caused by excessive handpiece tip movement by the user. Follow-up information indicated the provider did not use alcohol as the final step in removal of the topical anesthetic. In addition, puracyn plus antimicrobial solution was applied prior to laser energy application. The roi misalignment created a higher-than-expected power resulting in the blistering. The addition of puracyn plus and possible incomplete removal of the topical anesthetic can be a contributing factor to localized thermal absorption of energy.